Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 500 mg/dl and they took 7 units insulin and blood glucose down to 347 mg/dl. The customer was treated with a insulin pump. Customer had been using insulin pump system within 48 hrs. Customer stated that they had urinary track infection. Customer was using automode feature at the time of incidence. The device will not be returned for analysis.